Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that on (B)(6) 2018 the rep created a group b for the patient and then a few days ago the patient tried for the first time to switch to group b and it was not there. The patient doctor called the rep yesterday(B)(6) 2018 and the rep checked the session report. They stated that yesterday (B)(6) 2018 the session report showed group b was programmed, but today they stated they met with the patient at the doctor¿s office and the rep rechecked the session report and it no longer showed that group b was programmed on (B)(6) 2018. The rep was alleging that the ins deleted group b at least a few days ago and the application erased the group b from the session report between yesterday and today. It was indicated that the rep would reprogram group b for the patient. The event date was asked but was unknown, but then stated a few days ago. No further complications were reported/anticipated.